Manufacturer narrative:
Suspect malfunction indeterminate. The stylet is used for pre-shaping the endotracheal tube (et) prior to pt intubation and should never have pt contact per directions for use, which specify 7mm pull back inside the et (behind the distal end of the et). Subsequent to intubation, the stylet is removed. Normally the user would have noticed tht the stylet sheath was intact when removed or should have acknowledged any device compromise (tearing or lost tip). If such malfunction would have been acknowledged, intervention should have been performed immediately to remove any material left in the et tube. This event could have been avoided.

Event description:
Event desc: the pt was intubated with a truer intubation stylet. The pt was extubated one day later. The pt was discharged from the hospital two weeks later. Post-hospital admission, the pt was seen by an outpatient provider. During the clinic visit, the parent of the pt noted an object in back of the pt's throat. It was removed and it looked like a blue wire. Pictures sent from the outpatient provider look similar to the end of the truer intubation stylet. Hospital retrospective chest x-ray reviews identified an object; same size, non-radiopaque linear foreign body protecting to the left main stem bronchus. The foreign body measured 4 cm in length and 2 mm in diameter, similar dimensions of the piece retrieved by the mom and outside provider. (B)(4).